Event description:
It was reported that during a percutaneous coronary intervention, shaft fractured occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed, 20mm in length, de novo target lesion was located in the severely calcified, moderately tortuous and 2.0mm in diameter left anterior descending artery (lad). The lesion contained a >45 and <90 degree bend. The lesion was predilated with a 2.0mm x 15mm apex balloon catheter and an unspecified stent as deployed. Then a 12mm x 3.5mm quantum¿ maverick¿ balloon catheter was advanced to the lad but the "pushing rod" of the balloon was fractured when it crossed the lesion. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, shaft fractured occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed, 20mm in length, de novo target lesion was located in the severely calcified, moderately tortuous and 2.0mm in diameter left anterior descending artery (lad). The lesion contained a >45 and <90 degree bend. The lesion was predilated with a 2.0mm x 15mm apex balloon catheter and an unspecified stent as deployed. Then a 12mm x 3.5mm quantum maverick balloon catheter was advanced to the lad but the "pushing rod" of the balloon was fractured when it crossed the lesion. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: there was blood in the wire lumen. The balloon was tightly folded. The hypotube was fractured was 26cm from the proximal edge of guidewire exit notch. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).